Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, both the right atrial (ra) and right ventricular (rv) leads were noted to exhibit high capture threshold resulting in loss of capture. Multiple attempts were made but the capture threshold were still high. Both the ra and rv leads were not used and replaced with a leadless pacemaker on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.